Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer was unable to confirm fault ID because only partial code was available in pump history. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.